Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, a patient reported a product quality issue with the adhesive patch, as infusion set fell off during use in 1-2 days and it was addressed by infusion set and resumed insulin deliveries successfully.